Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother stated that the sensor wire detached from the sensor pod and remained stuck in the patient's skin. Patient's mother stated that she removed the wire. Patient's mother inserted sensor in the patient's arm which is not an approved site. At the time of contact, patient's mother did not report any injury or medical intervention.